Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted approximately fourteen (14) years, was explanted due to aortic regurgitation secondary to prolapse of the leaflet. After an implant duration of thirteen (13) years and two (2) months, the patient was admitted to the hospital for heart failure, and moderate aortic regurgitation was confirmed by echo. After intravenous therapy, regurgitation was improved and the patient was discharged from the hospital. After an implant duration of thirteen (13) years and eleven (11) months, heart failure due to regurgitation occurred again, and the patient became a candidate for a surgery. The device was explanted and replaced with a 21mm valve with no patient adverse events reported. The patient status was reported as under treatment. The device was returned for evaluation. Upon the valve explant, the leaflet corresponding to the non-coronary cusp was prolapsed and the leaflet coaptation was not achieved. Leaflet tear was not observed. Concurrently mitral valvuloplasty with a 32mm ring and tricuspid annuloplasty with a non-edwards ring were performed. The doctor commented that this explant was device related and prolapsed leaflet was considered as a premature failure.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. H3: product evaluation: customer reports of regurgitation and leaflet prolapse were confirmed through observed leaflet tears. Leaflet 1 had two non-transmural tears at each commissure on the inflow aspect and both were approximately 5mm long. All three leaflets were thickened and swollen near the commissures and at the leaflet tears. X-ray demonstrated wireform intact and minimal calcification on leaflet 2. A suture remained attached to the sewing ring around leaflet 1 and two detached suture knots were also returned. Wireform was exposed on commissures 1 and 2.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.